Manufacturer narrative:
Product complaint (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that one patient had recurrent instability, therefore, a sling procedure was performed after this first revision instability remained, a revision then was performed with the extensor retinaculum of the contralateral side, a third revision was needed because of painful reaction on suture material, an open debridement with neurolysis was performed. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device remains implanted, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). UDI: unavailable. The UDI is unknown at this time.

Event description:
This report is being filed after the review of the following journal article: daan renson, et al, 2018 ¿pulley reconstruction for symptomatic instability of the tendons of the first extensor compartment following de quervain¿s release¿, journal of wrist surgery, vol.7, no. 1, pp 31-37 (belgium). The study emphasizes on evaluating a case series of 10 patients all of whom underwent a reconstruction of the first extensor compartment using a retinacular graft because of symptomatic instability after decompression surgery. The reconstruction was a modified technique of the sixth compartment. Functional outcome and characteristics of the newly reconstructed pulley were examined by physical examination with the aid of ultrasound and internationally validated questionnaires. A total of 12 patients who underwent revision surgery for instability of the epb and apl tendons after the release of the first compartment for de quervain¿s tenovaginitis and were with a minimum follow-up of 2 years was found between 2000 and 2013. The devices involved were: minilok (depuy-synthes, raynham, ma). Complications mentioned in the article: one patient had recurrent instability, therefore, a sling procedure was performed after this first revision instability remained, a revision then was performed with the extensor retinaculum of the contralateral side, a third revision was needed because of painful reaction on suture material, an open debridement with neurolysis was performed.